Manufacturer narrative:
Bsm nibp pump. Details of complaint: the biomedical engineer (bme) reported that when trying to start an nibp reading on the ay input unit for the bedside monitor (bsm), the cuff would inflate, but would not deflate. The unit gave "air leak error" and "module error" messages. When trying another input unit, the nibp readings were correct, but when trying the failed input unit on another bsm, the issue persisted. No patient harm or injury was reported. Investigation summary: the customer planned to send the device in for repair, but it was never received, and they did not respond to requests for additional device information. A definitive root cause cannot be determined, as the device was not sent in for evaluation. Nibp is a noninvasive determination of blood pressure and is used in conjunction with information obtained from other vitals and ECG to determine the patient's status. The risk of nibp failure is that there is a loss of monitoring of blood pressure for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signal to a bedside monitor or cns. Nibp failures may result from device damage or broken components including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd). Issues may arise due to wear and tear of the nibp components resulting in nibp circuit failure, pump failure or stuck solenoid. User errors may contribute to failure modes or false alarms with nibp readings such as the cuff being wrapped too tightly or loosely, the hose or line not connected properly, a bent hose, or nibp being performed concurrently with ibp measurement or incorrect user settings such at time interval or pwtt (pulse wave transit time) setup, measurements being performed on the wrong side, or the measurement set to "auto" mode. Incompatible cuff or hose may also affect use and/or readings. Patient conditions that could contribute to nibp issues or inaccurate readings include body movement, or when a pulse wave is not detectable. Comments: a CAPA (corrective action and preventative process) is not required at this time. Nibp pumps for bedside monitors have been improved to better withstand wear and tear damage. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when trying to start an nibp reading on the ay input unit for the bedside monitor (bsm), the cuff would inflate, but would not deflate. The unit gave "air leak error" and "module error" messages. When trying another input unit, the nibp readings were correct, but when trying the failed input unit on another bsm, the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that when they started taking nibp, the cuff inflates and does not deflate on the ay input unit for the bedside monitor (bsm) system. There was an air leak error and module error. They get correct nibp readings when they used another input unit. They tried the failed input unit on another bsm, but the issue persisted. The issue is isolated to the input module. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: input unit model: ay-633p sn: (B)(4) device manufacturer date: 08/26/2008 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned approximate age of device: 152 months

Event description:
The biomedical engineer (bme) reported that when they started taking nibp, the cuff inflates and does not deflate on the ay input unit for the bedside monitor (bsm) system. There was an air leak error and module error. They get correct nibp readings when they used another input unit. They tried the failed input unit on another bsm, but the issue persisted. The issue is isolated to the input module. No patient harm was reported.